Event description:
It was reported that the patient presented in hospital, the atrial lead and ventricular leads were dislodged. During revision the helix would not retract. The lead was explanted and replaced successfully. The patient's condition was good at all times.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was other wise normal.